Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. During the procedure, this lead exhibited undersensing despite multiple reposition attempts. As a result, the procedure was completed with a single chamber device. No adverse patient effects were reported. This lead has not been returned.